Event description:
It was reported that during a procedure to change out the pulse generator, upon exposure to electrocautery to open the pocket the device lost output. The patient was in complete heart block with a slow underlying escape. The device later recovered capture at its programmed rate and was explanted and replaced. No further adverse complications were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found the device exhibited backup operation due to multiple flipped bits in the product code. After the product code was downloaded, it was noted that the device was operating at elective replacement indicator mode. The device had reached normal end of life. Visual analysis noted arc marks on the device can.